Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the plug was not able to be inserted to the shell's screw hole.

Manufacturer narrative:
Other device used: catalog #00875705201, continuum shell cluster hole, lot #628192254. The continuum cluster hole shell was not returned for further evaluation as it remains implanted. Visual examination of the returned dome hole plugs determined that the insertion feature exhibits varying degree of damage on all devices. This indicates attempts to insert these plugs into the shell. Dimensional evaluation of the returned devices conform to specification where measured. Device history record review indicated no deviations or anomalies in the manufacturing process for the shell and plug lots. The reported devices are used for treatment. The continuum shell and hole plugs are compatible devices. A recommended 3.5mm hex shaft tool was used to insert the screw plugs into the shell. Review of complaint history identified no previous complaints for the part-lot combinations associated with the shell, hole plugs. With the information provided a specific cause for the reported issue could not be determined.